Event description:
Two reports at our institution of leaking from cstd (closed system drug-transfer device) end to the connection point of the tubing during utilization of the phaseal optima device. Resulting in a chemo spill. No harm related but poses a risk to safety to have a high-risk medication leak out of secure device. Ref report: mw5172650. Pt code: 4582. Device code: 1250.